Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The physician administered an injection around the site to alleviate some of the pain.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site. The physician administered an injection around the site to alleviate some of the pain.